Event description:
The customer reported being hospitalized with an infection and high blood glucose. The high blood glucose was fluctuating from 490 mg/dl to 513 mg/dl. The customer stated that the doctor requested to have a replacement of the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. The basal and bolus history did not match with the daily totals. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.